Manufacturer narrative:
The baxter quality specialist called the patient and spoke them regarding the cassette not cycling the fluid properly. The patient stated that they noticed that there was air in the tubing before replacing the cassette. The patient clarified that the air that was found in the tubing was in the patient line that was directly connected to them. The patient stated that they also noticed air in tubing after improperly exchanging the cassette. The baxter quality specialist wanted further clarification, so they asked whether the improper exchange occurred in reference to the report that was made to baxter. The patient confirmed they improperly exchanged the cassette at the time of this report, even though they always exchange them correctly. The patient stated that they connected to an unprimed line and that they primed after connecting. The patient didn¿t check if there was air in tubing after commencing therapy. No further information was provided during this phone call. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the tubing of the homechoice cassette without an alarm during peritoneal dialysis therapy. The cassette was not cycling fluid properly; the home patient stated that there was air in the tubing before replacing the cassette; air was observed in the patient line that was directly connected to them. There was nothing found during troubleshooting that could have caused or contributed to the reported event. The home patient commenced the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.